Event description:
It was reported that the ventilator could not be turned on. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator could not be turned on. The field service engineer found that the ventilator didn't work after it was turned on. The plug-and-play back-plane dc/dc printed circuit board (pcb) was replaced. After this replacement an internal power error occurred. The cause was found to be the monitoring pcb. After replacing both boards the ventilator worked as expected. It was reported that, at the same hospital, another ventilator had similar problems, and it was suggested that the problem could be related to lightning strikes. The evaluation of received device logs showed that the reported power error first occurred on (B)(6) 2019, four days before the reported date of event. The date of event will be updated accordingly. Except for some easily removed dust/deposits on some components on the plug-and-play back-plane dc/dc pcb, the visual inspection of the returned boards showed no anomalies. Electrical measurements of adjacent components did not show any problems. The plug-and-play back-plane dc/dc pcb and the monitoring pcb was tested separately in the reference ventilator. The conclusion is that reported alarms and problems were confirmed. It was still possible to ventilate in battery operation mode. The offered explanation with damage caused by over-voltage due to a lightning strike is possible, but could not be confirmed.